Event description:
It was reported that the customer requested for assistance for programming the insulin pump. The customer's blood glucose level was 255 mg/dl . The customer was assisted with setting his basal rate. The customer said the he has treated with a shot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.